Event description:
The following has been reported: service alarm was flashing. No harm on patient. This occurred after we got back from the fire drill. Pump has been pulled out of the infusion area. It was communicated that the pump went outside the clinic during the fire alarm. An initial review of the device logs reveals the following: mechanical hardware failure (av spring cage). An active infusion was delayed (per the logs); no adverse event was communicated. Reporting due to the referenced issue as a conservative measure. Further information is needed to complete the investigation.

Event description:
The pump was returned for evaluation. During investigation, the complaint was confirmed. Device was returned for mechanical hardware failure, device was not alarming on startup. Device was put through and passed final acceptance testing. Device was opened reverted to manufacturing mode and failed hardware test. A visual inspection of the ipc showed that the compression spring had a slight bend to it. Also, the miday connection of the ipc tubing appeared to have a bad seal causing leaks. The fva loading pin lip seals were also revealed to be damaged. The compression spring, midway connection, and lip seals were all replaed and devce passed hardware testing. Device was then brought back to clinical mode and passed final acceptance testing.